Event description:
The customer reported that after pipetting an htlv microwell plate on summit, low sample/low reagent was observed in microwell position a12. No error was generated. No death or serious injury was associated with this incident.